Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 480 mg/dl at the time of the event, and the most recent blood glucose reading was 90 mg/dl. The customer complained of nausea and vomiting. He declined troubleshooting assistance for the matter. Upon admission, the customer was advised to follow up with his doctor and rest. He stated that he was wearing the insulin pump at the time of the event but advised that the insulin pump was not malfunctioning. He stated that he ran out of insulin, and this led up to the hospitalization. He felt that the issue was his fault. He also observed that there was a piece missing from the reservoir compartment where the o-ring was. He did not know how the crack had occurred. He noted that the damage had been on the device for about 5 or 6 weeks and advised that it had not been a cause of his hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.